Event description:
Soaked denture effervescent tablets in a glass. I poured water in a glass to drink. I have just drunk [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) tablet (batch number 7p7a, expiry date 20th october 2023) for product used for unknown indication. On (B)(6) 2022, the patient started polident. On (B)(6) 2022, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Polident was discontinued on (B)(6) 2022 (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was reported by a consumer via call center representative (phone) on (B)(6) 2022. "Hello please call the customer. The customer said that effervescent tablets soaked in water was used and it was swallowed, not soaked dentures. The customer wants to know if it will cause harm.. My son has soaked denture effervescent tablets in a glass. I poured water in a glass to drink. I have just drunk. I have no symptoms. I will go to see the doctor. If you have information you can contact me directly."

Manufacturer narrative:
Argus case: (B)(4).